Event description:
A ventilator was returned to the manufacturer for service. There was no allegation of device malfunction. During the evaluation of the device at the manufacturer's service center, service required alarm conditions were observed in the device's downloaded event log. The alarms all indicated railed conditions for sensors. The device's system board needs to be replaced. No components were replaced. The device was scrapped.